Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she got into the pool with the insulin pump on and received an unexpected restart alarm. Customer stated that the alarm started an hour ago and the pump shows an empty battery and reservoir. Customer also stated that the pump starts counting down. Customer stated that it looks like there may be water in the edge of the screen and it's as small as a pen point. Customer stated that it looks like a dimple in the plastic on the screen. Customer was advised that the pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with blank display and had a constant tone due to moisture damage on the electronics assembly also, moisture damage on the motor, vibrator, keypad and battery tube assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a21 alarm due to blank display. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.